Event description:
The customer reported via phone call that they had a low blood glucose event. Customer's blood glucose declined to 47 mg/dl. The customer was able to treat their blood glucose with food. It was also reported the customer had gastroparesis. The customer also recalled pulling out their infusion set on accident in one event. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.